Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded this hybrid comprehensive stage ii operation appears feasible and technically simpler than the conventional comprehensive stage ii procedure. [(B)(4)].

Event description:
Article: decampli, w. E. (2015). Hybrid approach to the comprehensive stage ii operation in a subset of single-ventricle variants. Journal of thoracic and cardiovascular surgery, 1095-1100. Purpose: to devise a ¿hybrid¿ approach to the second stage when aortic outflow is expected to remain unobstructed. Per the article a death occurred post procedure day 26 from respiratory failure. Adverse events related to the case included stent migration and thrombus.